Event description:
The right rear wheel of the walker fell off when the home care staff removed the walker from the bathroom. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off was loose but undamaged behind the wheel cap. The wheel axles of the walker were according to spec. Whether the wheels had been changed could not be established since etac's customer could not locate the service records. (B)(4).